Event description:
It was reported 2 months prior to report, the patient had felt a symptom of a lack of control. It was noted, the patient had gone to the hospital for programming and they found battery depletion. It was noted the patient underwent a replacement operation about 2 months prior to report. It was stated the patient was ¿overall ok and they controlled well.¿

Manufacturer narrative:
(B)(4).